Event description:
It was reported the healthcare provider (hcp) ¿never really got the pump going¿ and they ¿tinkered with the pump¿ for six or seven years before they shut down the pump. The hcp had not seen the patient since 2012. It was noted the pump was overdosing her and the doses were ¿too heavy.¿ the pump was being used to deliver baclofen. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).